Event description:
A user facility reported that fourteen years after an intraocular lens (iol) was implanted, the pt reported poor vision. The surgeon noted that the lens has had some cloudiness on the surface and interiority since 2005. Although the pt's vision is 20/20+, a yag laser capsulotomy was performed. The event has not resolved, as the pt continues to report poor vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested.(B)(4).